Event description:
The customer reported that the camera needed to be replaced. The field engineer noted that the system would only boot up 20% of the time and when it did boot up it would not produce an image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.